Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The stored electrogram (egm) recorded atrial tachy response (atr) episodes with atrial undersensing observed. The sensitivity is currently programmed to automatic gain control (agc) at 0.5mv (millivolts). It was recommended to review programmed parameters to ensure adequate sensing safety margin. This alert will not retrigger until the device is interrogated with a programmer. At this time, the device and lead remain in-service. No adverse patient effects were reported.